Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable. Addendum for internal review of (B)(4) 2008: on internal review the following information from the initial consumer report is added: initial injection of poly-l-lactic acid was in the cheek; consumer stated that physician injected 0.5 ml poly-l-lactic acid into the nasolabial fold. The other 2 injections were in the lower cheek and upper cheek. He stated that he thinks he received 3 ml in one of the injections. There was no previous treatment with poly-l-lactic acid, and treatment does not continue. Treatment was massage: he stated that when he massages the swelling under the right eye, it swells like an egg/knot, when he pushes on it, it depresses and slowly will come back to normal.

Event description:
(B)(4). Initial information received from a consumer on (B)(6) 2008: a (B)(6) male received an injection of poly-l-lactic acid (sculptra) (lot # and expiration date unknown) on (B)(6) 2008 for "cosmetic purposes" into cheek. The consumer reported that he has a lump in the eye area of his cheek (the right side more so than the left). He stated the lump moved, at one point, he pressed on it and it went down and did not come back for several hours and it was painful. He also reported that he has a "huge swollen spot under his eye." The physician said it was only edema but the consumer states it "feels foreign." The consumer stated that now he has a "raised patch that does not look like skin" and it is noticeable to others with the swelling more apparent under the right eye; some swelling exists under the left. The consumer stated that he was injected in both cheeks, but thinks that more volume was injected into the right. He added that the doctor did not inject deep enough. He reported that the doctor took needle, bent it upward under the skin and he could see needle in his face as it was under skin and could see fluid being injected under skin. The consumer declined permission to have his physician contacted at this time. Medical history and concomitant medications provided as "none." Reconstitution information was unknown. No further relevant medical information reported.